Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms from b braun space pumps were intermittently failing to arrive at the philips intellivue information center ix (piic ix) software revision c.02. The device was in use on a patient. There was no report of patient or user harm.